Event description:
It was reported that relion® insulin syringe separated from the needle hub. This occurred on 6 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 328512 batch no: 8351991. It was reported that needle hub separated from syringe when she removed the shield before doing the injection, verbatim: consumer reported needle hub separated from syringe when she removed the shield before doing the injection, (6) syringes in total. Problem occurred about one month ago.

Manufacturer narrative:
Investigation: customer returned seven (7) loose 31g x 8mm, 0.3ml relion insulin syringes, one opened and empty shelf carton, and two opened and empty polybags ¿ all from lot 8351991. Consumer reported needle hub separated from syringe when she removed the shield. The seven returned samples were examined, and it was observed that all seven exhibited needle-hub/shield assemblies separated from the syringe barrels; no damage to the barrel tips was observed. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe separated from the needle hub. This occurred on 6 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 328512, batch no: 8351991. It was reported that needle hub separated from syringe when she removed the shield before doing the injection, verbatim: consumer reported needle hub separated from syringe when she removed the shield before doing the injection, (6) syringes in total. Problem occurred about one month ago.